Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 months post implant of this aortic bioprosthetic valve, a bi-ventricular defibrillator was implanted. The reason for the bi-ventricular defibrillator implant was reported as cardiomyopathy, atrial fibrillation and atrial flutter. No additional adverse patient effects were reported.